Event description:
Patient reported elevated blood glucose since (B)(6), 2010, with unknown reason. Patient believes infusion device is not delivering correct bolus amounts. Blood glucose has elevated to 410 mg/dl. Target range is 100-140 mg/dl. Patient delivers insulin by pen and infusion device as a correction. Patient noticed up button was not functioning properly on (B)(6), 2010. Patient is using correct type of battery. Insulin cartridge is changed every 4-5 days. Infusion device has not been exposed to water or electromagnetic fields. Product was replaced and requested for evaluation. The patient did not require assistance from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.